Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic dilatation procedure to treat stenosis performed on (B)(6) 2026. During the procedure, it was reported that the ballon had a leak of water upon inflating. The procedure was completed with an alternate device. No further information has been obtained despite good faith efforts. The anatomy location is unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.